Manufacturer narrative:
The field service representative (fsr) inspected the module, performed troubleshooting procedures, and replaced the r1 alinity c-series reagent probe which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for ac03041 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c did not identify any trends. A review of tracking and trending for the r1 alinity c-series reagent probe did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac03041 or the r1 alinity c-series reagent probe were identified.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for multiple samples. The following example data was provided (customer provided reference range: 1.7 to 2.8 mg/dl): (B)(6)2023 sid (B)(6)initial result = 7.94 mg/dl, repeat on other analyzer = 2.04 mg/dl the discrepant result was reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the alinity c processing module for multiple samples. The following example data was provided (customer provided reference range: 1.7 to 2.8 mg/dl): (B)(6) 2023 sid (B)(6) initial result = 7.94 mg/dl, repeat on other analyzer = 2.04 mg/dl the discrepant result was reported out of the laboratory. No impact to patient management was reported.